Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached over 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. After investigation, no damages or defects were observed to the needle mechanism that would prevent the cannula from deploying as intended. Although no issues were noted with the needle mechanism, it could not be conclusively determined when the needle mechanism deployed. A root cause for the reported needle mechanism failure could not be determined. Initial inspection of the returned device found the exposed portion of the soft cannula to be stretched. During investigation, the soft cannula measured out of specification at 1.11 inches. It could not be conclusively determined when or how this damage occurred. Investigation found that despite the damage to the soft cannula , fluid was able to flow through the entire fluid path and no leaks or tears were observed in the soft cannula. No other damages or defects were observed that would result in the device failing to deliver insulin.